Manufacturer narrative:
Concomitant medical products: model: pb1018, transcatheter pulmonic valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted. No further patient complications have been reported as a result of this event.